Event description:
It was reported that the pt's neurostimulator eroded and protruded thru their skin. A surgical revision has been scheduled to address the issue. Further information is being requested from the hcp.